Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited high capture thresholds and poor current of injury. During repositioning, the helix on the lp was found bent and stretched. A different lp was used to complete the procedure. There were no patient consequences.